Event description:
It was reported that the patient presented remotely via merlin.net. Review of automatic mode switch (ams) episodes revealed that the patient¿s implantable cardioverter defibrillator (ICD) exhibited far-field r-wave oversensing in the atrial channel. Programming changes were made. There were no patient consequences.